Event description:
Interruption in therapy related to administration set/venous catheter disconnection reported: it was reported that the tubing was found disconnected from the pt's venous catheter and infusing tpn into the pt's bed. The tpn bag was hung at 1800 hours. At 0230 hours, the nurse found the tubing disconnected from the venous catheter. There was no way to determine when the disconnection occurred from time of bag change to discovery. The tpn had been infusing at a programmed rate of 83.3ml/hour. There was no report of blood loss or the venous catheter clotting off. It was confirmed that the venous catheter was patent for infusion therapy after the event. The customer contact stated "the end of the tubing does not appear cracked or broken in any way". Though requested, there was no additional info reported.